Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent up button response due to corroded keypad traces. (B)(4).

Event description:
Information received by medtronic indicated that the keys of insulin pump did not respond or respond very slowly to pressure, therefore it was almost impossible to program. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.